Event description:
Healthcare professional reported right side 'edema", "hardening of the breast", "capsular contracture" baker grade unknown, "cystic-looking structure made of synthetic material measures 12.0 x 12.0 x 4.0 cm and weighs 352g. - in the same jar, 02 irregular brownish and elastic fragments surrounded by adipose tissue measuring 9.0 cm and 2.5 cm", "foreign body-type granulomas" and "numerous foci of grouped microcalcifications surrounded by fibrous tissue." Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade unknown" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and granuloma.

Event description:
Healthcare professional reported right side 'edema", "pain", "hardening of the breast", "capsular contracture" baker grade unknown, "cystic-looking structure made of synthetic material measures 12.0 x 12.0 x 4.0 cm and weighs 352g. "In the same jar, 02 irregular brownish and elastic fragments surrounded by adipose tissue measuring 9.0 cm and 2.5 cm", "foreign body-type granulomas" and "numerous foci of grouped microcalcifications surrounded by fibrous tissue", "small rupture of one of the prosthesis - affected side not specified". Device was explanted.